Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported the patient developed a pocket hematoma at the device implant site. The pocket was reopened and the hematoma was evacuated. The device remains in use. No patient complications have been reported as a result of this event.